Manufacturer narrative:
Corrected information: b5, h6(annex a): upon further investigation of the complaint device, the tip was not separated as previously reported. B1, h1: per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon further investigation of the complaint device, the tip of the catheter was not separated as previously reported.

Manufacturer narrative:
Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As initially reported, during a procedure involving stent placement within the right external iliac artery via right common femoral access, a zilver flex 35 biliary self-expanding stent became stuck on a wire guide after flushing the system and advancing it over the wire. The device did not enter the sheath or the patient, but was unable to be removed from the wire, which was not hydrophilic coated. The wire had been used to deliver another cook stent prior to the complaint device becoming stuck on the wire and the wire was wiped between uses. Upon return and initial evaluation of the complaint device, the tip of the delivery catheter was noted to be separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.